Event description:
Reported via clinical study. It was reported an acute right mca (middle cerebral artery) stroke occurred. The patient had been on aspirin and apixaban prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted on (B)(6) 2022 with complete laa seal and deployed device diameter of 21 mm. The patient was discharged the next day on apixaban (10mg/day). On (B)(6) 2025, 1127 days post index procedure, the patient presented to emergency department (ed) with the complaint of left facial weakness, left arm numbness for the past 3 days. National institutes of health stroke scale (nihss) score was noted to be 2. Electrocardiogram (ECG) revealed atrial fibrillation and ejection fraction was 35-40%. A computed tomography (CT) scan of the head, carotid doppler and chest x-ray was found to be negative. On (B)(6) 2025, magnetic resonance imaging (MRI) of brain was performed which revealed right mca (middle cerebral artery) infarct. Based on signs and symptoms noted, the clinical site reported an event of acute right mca infarct with the onset date of (B)(6) 2025, 1127 days post index procedure. In response to the event, the patient was hospitalized. On (B)(6) 2025, symptoms were improved and subsequently worsened on (B)(6) 2025. On (B)(6) 2025, symptoms finally resolved.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6 patient coding added: e0717: dyspnea, e1621: weakness, e0118: hemorrhage, cerebral. H6 impact cod added: f2303: medication required.

Event description:
Reported via clinical study it was reported an acute right mca (middle cerebral artery) stroke occurred. The patient had been on aspirin and apixaban prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted on 02-may-2022 with complete laa seal and deployed device diameter of 21 mm. The patient was discharged the next day on apixaban (10mg/day).on (B)(6) 2025, 1127 days post index procedure, the patient presented to emergency department (ed) with the complaint of left facial weakness, left arm numbness for the past 3 days. National institutes of health stroke scale (nihss) score was noted to be 2. Electrocardiogram (ECG) revealed atrial fibrillation and ejection fraction was 35-40%. A computed tomography (CT) scan of the head, carotid doppler and chest x-ray was found to be negative. On (B)(6) 2025, magnetic resonance imaging (MRI) of brain was performed which revealed right mca (middle cerebral artery) infarct. Based on signs and symptoms noted, the clinical site reported an event of acute right mca infarct with the onset date of (B)(6) 2025, 1127 days post index procedure. In response to the event, the patient was hospitalized. On (B)(6) 2025, symptoms were improved and subsequently worsened on (B)(6) 2025. On (B)(6) 2025, symptoms finally resolved.it was further reported that the patient was held in the hospital for congestive heart failure exacerbation. The patient complained of shortness of breath (sob) and cough and was started on supplemental oxygen. On (B)(6) 2025, a chest x-ray showed pulmonary edema and small bilat effusions with the concern for possible pneumonia of right lung base. The patient was started on IV rocephin. On (B)(6) 2025, neurological examination showed left eye ptosis, left facial droop, left upper extremity weakness, strength 4 out of 5 and mild pronator drift. Sensation was slightly decreased on left upper extremity and strength was 4 out of 5 in left lower extremity. On (B)(6) 2025, the outcome of the event was considered to be resolved with sequelae, and the patient was discharged to rehabilitation/skilled nursing facility.it was further reported that 1159 days post index procedure, on (B)(6) 2025, the patient presented to the emergency department with shortness of breath and patient reported new neurologic symptoms including left facial droop, asymmetry, and weakness. Unable to determine if symptoms were new or worsened from previous stroke which had left the patient with residual left facial droop, left-sided weakness, and left arm weakness. Computed tomography (CT) imaging showed no acute large vessel occlusion, and the patient was admitted for stroke evaluation. Magnetic resonance imaging (MRI) of the brain performed on july 6, 2025, demonstrated acute to subacute lacunar infarcts in the right centrum semiovale with a small focus of petechial intracranial hemorrhage. Hematocrit and hemoglobin lab levels were also below normal range. The event was classified as ischemic stroke with hemorrhagic transformation. During hospitalization, the patient was also diagnosed with aspiration pneumonia and was treated with intravenous antibiotics. Patient had reported improved pain and improving oropharyngeal dysphagia. Anticoagulation therapy was adjusted, and the patient's neurologic symptoms improved. The patient was discharged home on (B)(6) 2025, in stable condition. Per the facility, the event was not related to the study device or implant procedure.

Event description:
Reported via clinical study: it was reported an acute right mca (middle cerebral artery) stroke occurred. The patient had been on aspirin and apixaban prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted on (B)(6) 2022 with complete laa seal and deployed device diameter of 21 mm. The patient was discharged the next day on apixaban (10mg/day). On (B)(6) 2025, 1127 days post index procedure, the patient presented to emergency department (ed) with the complaint of left facial weakness, left arm numbness for the past 3 days. National institutes of health stroke scale (nihss) score was noted to be 2. Electrocardiogram (ECG) revealed atrial fibrillation and ejection fraction was 35-40%. A computed tomography (CT) scan of the head, carotid doppler and chest x-ray was found to be negative. On (B)(6) 2025, magnetic resonance imaging (MRI) of brain was performed which revealed right mca (middle cerebral artery) infarct. Based on signs and symptoms noted, the clinical site reported an event of acute right mca infarct with the onset date of 02-jun-2025, 1127 days post index procedure. In response to the event, the patient was hospitalized. On (B)(6) 2025, symptoms were improved and subsequently worsened on (B)(6) 2025. On (B)(6) 2025, symptoms finally resolved. It was further reported that the patient was held in the hospital for congestive heart failure exacerbation. The patient complained of shortness of breath (sob) and cough and was started on supplemental oxygen. On (B)(6) 2025, a chest x-ray showed pulmonary edema and small bilat effusions with the concern for possible pneumonia of right lung base. The patient was started on IV rocephin. On (B)(6) 2025, neurological examination showed left eye ptosis, left facial droop, left upper extremity weakness, strength 4 out of 5 and mild pronator drift. Sensation was slightly decreased on left upper extremity and strength was 4 out of 5 in left lower extremity. On (B)(6) 2025, the outcome of the event was considered to be resolved with sequelae, and the patient was discharged to rehabilitation/skilled nursing facility.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.